Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient needed an MRI, and they wanted to know if it was good to turn it off. The patient also stated they were on their second implant which was in their right hip. It never worked. They turn it up and would get a sharp, electric shocking pain on the left side of their vagina. She was wearing incontinence underwear. The patient indicated she was not happy with it. . No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient states the circumstances that led to sharp, electric shocking pain were that after surgery of putting in the new system they turned it up a bit and got a shocking, cramping feeling on one side of the vagina. The doctor said they would have great sex, but patient hadn't had sex in about 5 years, and they are married. The device has never worked for them, they are wearing disposable underwear; sometimes patient stands up and urinates. They turned it down but the sharp, electric shocking pain wasn't resolved. The patient states they have mentioned the sharp, electric shocking pain to their doctor several times; the same things are still happening, and they want it removed. Patient states they need an MRI. No further complications were reported or are anticipated.